Event description:
Healthcare professional reported, right side "no complaint against the device". Later, healthcare professional reported, rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, opening on the device. Additional observations: wear abrasion observed. White particles were observed, on the surface of the device. Deformation was observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "no complaint against the device". Later healthcare professional reported rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.